Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 51.8cm with the helix found extended and clogged with dried blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood/tissue.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited unspecific helix rotation issue. The lead was not used. There were no consequences to the patient.